Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 251 mg/dl (system 1), 257 mg/dl (system 2) with the first vial of strips from lot 477231. The customer then opened a 2nd vial of strips from lot 477231 and received 109 mg/dl (system 1) and 130 mg/dl (system 2).